Event description:
It was reported while using bd micro-fine¿+ pen needles 32g x 4mm (7 count) the cannula broke off. A medical exam was required for the patient. The following information was provided by the initial reporter, translated from chinese to english: after confirming with the customer, the customer physically feels well, and has done the examination, no broken needle found in the body. Since the product was reused, the customer has been educated and emphasized the importance of no re-using. The sample has been discarded and no photos are provided the patient was removed from the normal track after the pen needle injection and the needle could not be found

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Cannulas used in this batch was evaluated on rigidity and toughness performance during incoming inspection, the results meet the requirement. 7pcs retention samples were checked on needle point, no failure found. H3 other text: see h10.

Event description:
It was reported while using bd micro-fine¿+ pen needles 32g x 4mm (7 count) the cannula broke off. A medical exam was required for the patient. The following information was provided by the initial reporter, translated from chinese to english: after confirming with the customer, the customer physically feels well, and has done the examination, no broken needle found in the body. Since the product was reused, the customer has been educated and emphasized the importance of no re-using. The sample has been discarded and no photos are provided the patient was removed from the normal track after the pen needle injection and the needle could not be found.